Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of wear/use (nicked/gouged/discoloration/micromotion) and the post feature of the bearing has fractured off. Device was submitted for further analysis. Analysis determined the superior side of the implant shows light wear marks, possible pitting and some linear scratching possibly due to explanation damage. The inferior side shows only light wear and possible light pitting with abrasions typical with in-vivo use. The anterior surface shows light scratching probably due to explanation damage. The post fragment fits fairly well with the implant indicating the post fragment was explanted fairly soon after separating. Possible fatigue striations are identified on the implant and fragment indicating the point of initiation of the potential fracture on the anterior left hand side of the post. There is no apparent impingement damage at the base of the post as is usual with cases of separated posts, although the remaining uhmwpe near the potential fracture initiation site on the bearing body is partially rounded, possibly from subsequent wear at the initiation site. Overall the post fracture was potentially caused by overloading on the post with subsequent fatigue crack propagation until the post fragment separated from the body. Radiology report identified regular articulation of the prosthetic components, no material loosening or fracture signs. Undated clinic visit stated the patient felt locking pain in knee and unable to extend or bear weight, no trauma; cracking sound with extension, no complications on x-ray. Revision discharge notes stated inlay fracture was revised, states revision was perform without complication. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown femoral component, unknown tibial tray. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient was revised approximately 7 years post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.